Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r: upn: m365sc11600, model: sc-1160, serial: (B)(4), batch/lot: 348649. Product family: scs-paddle leads: upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch/lot: 7042218.

Event description:
It was reported that the patients lead eroded through the skin. The patient underwent an explant procedure and was placed with antibiotics. The patient was doing well postoperatively, and the explanted devices were disposed by facility.